Event description:
The lead warning actually occurred on (B)(6) at 3am for atrial unipolar impedance warning for impedance of 190 ohms and that initial cl came in on (B)(6). The cl that came today was a scheduled transmission so it elevated the alert to a red alert since the warning has not been cleared with a programmer since (B)(6) 2022. Cl and pdd attached. Atrial unipolar impedance has been running in the 200's mostly but as light drop since the week of (B)(6) ranging 190 to 247. P-wave size and capture thresholds remain stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).